Event description:
It was reported that the patients ipg had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned per physicians preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in (B)(6) 2022.